Event description:
Grandmother reports the end user has skin irritation around edges of wafer and right around stoma that started 4 days ago. Wear time is 3-4 days but, had some leakage of stool on skin as stoma is near umbilicus and incision which , she stated 'could have irritated the skin in her opinion'. Grandmother described the skin irritation to medical doctor on (B)(6) 2015 who stated it sounded like a fungal infection in which nystatin powder was prescribed.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.